Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded inappropriately an untreated and a treated episode due to t wave oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this patient has been admitted to the hospital due to oversensing. The field representative will be visiting the hospital for troubleshooting. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, although no product has been returned as it remains in service, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded inappropriately an untreated and a treated episode due to t wave oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this patient has been admitted to the hospital due to oversensing. The field representative will be visiting the hospital for troubleshooting. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded inappropriately an untreated and a treated episode due to t wave oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.